Manufacturer narrative:
Patient identifier and sex not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation. Restarted system without resolution. Attempted to manually open gantry but were unable to. Using emergency yellow button, they were able to open gantry. They were unable to replicate issue after the case. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system's gantry became unresponsive while around the patient in the closed position. This occurred after successfully taking a 3d spin. There was a 30 minute delay to case. After this issue, they were able to complete the surgery as expected. There was no impact on patient outcome.